Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. . Good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline that had resistance in the phenom microcatheter during delivery and then twisted and failed to open at the proximal end. The patient was undergoing a procedure for flow diverter treatment of an unruptured amorphous aneurysm of an internal carotid artery (ica). The aneurysm max diameter was 22mm and the neck diameter was 8mm. Dual antiplatelet treatment (dapt) was administered with pru level 240. Vessel tortuosity was severe with two 360 degree loops. It was reported that the devices were prepared according to the instructions for use (IFU). The navien intracranial support guide ca theter had difficulty negotiating the loops in the patient anatomy. The phenom microcatheter was advanced over the guidewire into the middle cerebral artery (mca) and the navien catheter was then able to navigate 1 loop. The pipeline flex with shield was hydrated per IFU and introduced into the phenom catheter. There was a lot of resistance during delivery due to tortuosity. With significant manipulation, the physician was able to delivery the pipeline to the distal tip of the phenom catheter. The entire pipeline could not be unsheathed. The physician pulled back the microcatheter while keeping the pipeline pushwire stable but the pipeline was not opening. The device was resheathed and again unsheathed but the proximal end would not open. Less than 50% of the device was deployed when the failure to open occurred. The pipeline was not positioned in a bend. The pipeline was resheathed less than or equal to 2 times. No additional steps or devices were tried to open the pipeline. It was decided to remove the pipeline but it was then noted that the pipeline was not moving the in microcatheter and was stuck so the phenom and pipeline were both removed together. It was noted the catheter was flushed per IFU. The physician decided to complete the procedure with coiling instead. There were no patient symptoms or complications associated with this event. Post-procedure angiographic results were ok; the aneurysm was coiled.